Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). Catalog# is unknown but referred to as cook celect platinum filter. Occupation: non-healthcare professional. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: it is alleged that pt received two celect platinum filters on (B)(6) 2015. It is alleged that [pt] received an implant in the right common iliac vein on (B)(6) 2015 via the right internal jugular vein due to deep vein thrombosis (dvt) and pulmonary embolism (pe) with severe menorrhagia from uterine fibroids. [Pt] alleges migration and damage to iliac vein requiring permanent stent. Alleged: restricted blood flow, requiring placement of a permanent iliac vein stent following removal of filter. Patient further alleges pain, discomfort with inability to do various exercises comfortably. Removal of right common iliac vein filter on (B)(6) 2016. Patient outcome: (B)(6) 2015, venogram (implantation operative report): "the right internal jugular vein is patent by ultrasound with permanent images obtained as mentioned. Bilateral common iliac vein filters were deployed uneventfully. The common iliac veins were noted to be patent. The inferior vena cava was also noted to be patent. There was an attempt to place the filter at the peripheral most portion of the ivc above the confluence of the iliac veins but this was also too large for the celect filter. Subsequently, as mentioned bilateral iliac vein filters were placed uneventfully. Normal flow was still seen through the iliac veins after placement of the filters." On (B)(6) 2016, venography (attempted retrieval): "failed removal of the left common iliac vein filter with completion venography. The inferior vena cavogram demonstrates no caval thrombosis. Right common iliac venogram: the right common iliac vein is patent. The right common iliac vein filter was removed uneventfully. Left common iliac venogram: there appears to be mild stenosis of the common iliac vein on the left probably related to overlying right common iliac artery. Unfortunately, the filter could not be removed but there was no evidence of left iliac thrombus."

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Additional information: investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿celect-pt - migration, ivc stenosis, pain, discomfort - updated sfc." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Ivc stenosis as an outcome of cook ivc filters is reported in the published scientific literature. Ivc stenosis is characterized by smooth 25-50% narrowing of the ivc at the level of the indwelling filter. In an animal study ivc stenosis has been attributed to intimal thickening with focal fibrotic changes. Self-limiting and clinically silent ivc stenosis immediately after filter retrieval have also been reported and is most likely caused by vessel spasm. Ivc stenosis is documented by venography; it may be symptomatic or asymptomatic. Unknown if the reported pain is directly related to the filter. No relevant notes on wo (work order) for neither device or lot number. No other complaints on lot. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been provided at this time.